Manufacturer narrative:
(B)(4). Corrections: section d1: brand name updated to fisher & paykel healthcare section d4: model and catalog # updated to mr850jhu section h4: device manufacturer date corrected method: the subject mr850 respiratory humidifier was returned to fisher & paykel healthcare service centre in the USA. Results: testing of the device confirmed that no sound was generated from the speaker. Conclusion: the cause of the speaker failure was not determined. The mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 respiratory humidifier. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 is equipped with visual alarm indicators in addition to the audible alarm.

Event description:
A distributor in south dakota reported an alarm condition with a mr850 respiratory humidifier. During servicing, it was confirmed that the audible alarm was not functioning. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The subject mr850 respiratory humidifier is en route to fisher & paykel healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in south dakota reported an alarm condition with a mr850 respiratory humidifier. During servicing, it was confirmed that the audible alarm was not functioning. There was no reported patient involvement.